Event description:
Display backlight failure [device issue]. No adverse event [no adverse event]. Case description: on (B)(6) 2014, a healthcare professional (hcp) spoke with ikaria regarding a device issue with inomax dsir #ds20111008. The hcp was unsure of patient use. No adverse event had been reported. Inomax dsir #ds20111008 was removed from service and returned to ikaria for service evaluation. Investigational results were received on 02/09/2015. Case comment: (B)(6) 2015: although there was no adverse event reported with the device; it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR#3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir #ds20111008 (complaint #007512/008467). The device investigation was completed on 02/09/2015. Evaluation summary: inomax dsir #ds20111008 was returned to the manufacturer for service investigation. The ikaria regional service ctr (rsc) reviewed the service log and confirmed the reported complaint. Secondary finding unrelated to the reported complaint: the service log was reviewed and showed a delivery failure (df) alarm with backlight current below minimum. The rsc replaced the touchscreen/display and 50018 board. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is display backlight failure. This condition will be tracked and trended under ikaria's quality system. This case did not result in an adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).